Manufacturer narrative:
One smiths cadd®-solis vip ambulatory infusion pump was retuned for analysis with the lens damaged. The cause of the issue could not be determined because the reported event was not able to be duplicated. Unit does have a countdown to start pump. Accuracy test shows unit to be slightly over infusing. Thus, confirming motor / pump is working as expected. No action needed for primary complaint. The expulsor will be trimmed to correct for over infusion.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump counts down to 0, but the medication doesn't get administered. There was no reported injury to the patient.